Event description:
On 22nd february 2023, it was reported by a distributor via email that an ar-2371, had loosened, post-operation. This was detected during 2-month post-operative x-ray, on (B)(6)2023. A surgeon had implanted the tightrope for a clavicle fracture case on (B)(6) 2023. The ac joint was successfully reduced initially. However, from the 2-month post-operative x-ray, the surgeon discovered that the implant was loosened and hence the ac joint is once again dislocated.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Visual evaluation of the post-op x-ray revealed that the ar-2371 is no longer fixated. Complaint allegation is confirmed. The most likely cause for the reported failure can be attributed to a patient-specific event. Refer to reference photos attached.